Manufacturer narrative:
H6. Device analysis for ins nme758144h revealed abnormal function of an integrated circuit on the hybrid circuit board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable neurostimulator (ins) stopped for no apparent reason on (B)(6) 2020 and the patient experienced less than 50% therapy relief. There were no error messages displayed involving the event. Although the recharger had communicated normally with the ins on (B)(6), the recharger could not find the device on (B)(6). Patient controller error screen 50 (trying to recharge) and 74 (unable to recharge) were both observed. Communication with the ins was attempted with two different patient controller/recharger telemetry module (rtm) pairs both the patient¿s and a pair of new devices. The patient controller batteries were removed and reinserted, attempts were made to pair the new patient controller to the ins, the controller reset procedures were attempted, the procedure to deactivate and reactivate the device was done twice, and several attempts to recharge were all performed in an attempt to troubleshoot the event, but all of them were ¿unsuccessful.¿ passive recharging was attempted at least three times, but the device could not be found with the clinician tablet. It was noted the event lead to or extended patient hospitalization, as the patient stayed one day in order to replace the ins ¿in a few days.¿ the ins was ultimately replaced on (B)(6) 2020 and the issue was resolved. No further complications were reported or anticipated.